Event description:
It was reported when the device was used during a low anterior resection, it did not fire staples. An or technician fired the device and it fired the staples as intended. The case was completed using sutures. The or time was extended for an hour and the patient lost an unknown amount of blood during the procedure. There were no other patient consequence.